Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she has been experiencing high blood glucose since (B)(6) 2015. Blood glucose during the call was 441 mg/dl. The customer had nausea and headache. The drive support cap was recessed. The tubing had no air bubbles and no insulin leak was found. Insulin did not exit the tubing with manual prime. Customer declined to check for site/insulin issues, check the settings and perform the high pressure test. Customer mentioned she had had cannulas bend. Customer was advised to change the entire infusion set and reservoir.